Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her son was away at camp and called her last night to report that there was damage to his pump screen and there was a crack. He seemed to be able to push buttons still and they were going to keep an eye on it until he got home and she was concerned he might get a high blood glucose. The customer reported that he woke up this morning and blood glucose was 423mg/dl and was stated that the pump appears to have stopped working overnight. Patient's current blood glucose was unknown. They were unable to complete troubleshooting as the pump was not physically present. She was confident that her son was able to treat it. He has a backup plan available and is on the way home from camp. The insulin pump will not be returned for analysis.